Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician noticed during the interrogation that on the changes during the session the atrial therapy had been turned on (i.e., gone from off to on), even though no changes like that had been made. The detection was still programmed off as had been intended. The device remains in use. No patient complications have been reported as a result of this event.